Manufacturer narrative:
Results/conclusions - based upon evaluation of the user facility information and the return sample; based upon testing of the undamaged section of the returned sample. The actual sample and a foreign substance wrapped in gauze were returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the outer layer (ptfe coat) had been removed from the distal end of the wire. Magnifying inspection around the damage of the outer layer (ptfe coat) on the distal end of the wire revealed that the outer layer (ptfe coat) had been sheared off the wire longitudinally, on some parts from the proximal in the distal direction, and on other parts, from the distal to the proximal direction. The outside diameter was measured on the undamaged segment and confirmed to be within manufacturer specification. The adhesive strength of the outer layer (ptfe coat) to the core wire was determined on the undamaged segment and verified to be equivalent to that of the current product sample. Magnifying inspection found that the foreign substance was a thin peeled piece and black in color. Ft-ir analysis of the foreign substance found it consisted with the same material as the particular ptfe coating applied to the outside surface of our guidewire products. The foreign substance was identified to be a piece of ptfe coating separated from the actual sample. An attempt to measure the size of the foreign substance failed because of the foreign substance being too small and thin. The size of the ptfe coating separated from the actual sample cannot be determined exactly. Functional testing was conducted and was able to reproduce the reported defect on the current product samples. These tests were conducted on a current product sample of the visiglide guide wire. Test #1: ptfe coated segment of the current product sample was pushed against a sharp tool and pulled in the proximal direction. The coating was sheared off the shaft and some sheared portions came off the shaft. Test #4: the forceps elevator on the endoscope was raised while a guide wire was inserted. The guide wire came into contact with the forceps elevator. Subsequently when the guide wire was subjected to further pushing and pulling forces in this state, it was exposed to a frictional force exceeding the product's strength limit, resulting in shearing of the coating off the shaft. A review of the device history record and the product release decision control sheet of the involved product/lot# combination was conducted with no relevant findings. A review of the complaint history files confirmed that the involved product/lot# combination has not been previously reported. There is no indication that this event was related to a device defect or malfunction. Although the exact cause cannot be determined, based on the investigation it is likely that the actual sample had close contact with a sharp object and abraded with it, resulting in shearing of the ptfe coating. The device labeling does address the potential for such an event by stating in the instructions-for-use (IFU) "before use, prepare and inspect the instrument as instructed below. Should the slightest irregularity be suspected, do not use the instrument: use a spare instead. Damage or irregularity may compromise patient or user safety, present an infection control risk, cause tissue irritation and patient injury such as punctures, hemorrhages, mucous membrane damage or thermal injury and may result in more-severe equipment damage." (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported shearing of the coating layer on the visiglide device. Follow up communication with the user facility reported the following information: it was reported that shearing of the coating layer was observed; and no impact to the patient.